Event description:
The account stated that the nurse call is not working.

Manufacturer narrative:
The technician found the sidecom cable was loose at the j-box. He reconnected the cable to repair the bed.